Event description:
It was reported that syringe 3ml ll bns had scale marking issues. This occurred on 1074 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the syringes have illegible printing.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval yes. D10/d11: concomitant medical products: returned to manufacturer on: 2021-06-28. H6: investigation summary: the samples and photos were received by bd for evaluation. A quality engineer was able to review the returned photos of 3ml syringes from lot # 0265041 regarding item 301073 with the reported issue of ¿illegible printing on the syringes¿. The samples and photos were examined and exhibited partially printed scale markings on the barrel. A review of the device history record was completed for batch# 0265041. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications noted for scratched missing print. There was one (1) notification noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the photo(s) received the investigation concluded that bd was able to duplicate or confirm the indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll bns had scale marking issues. This occurred on 1074 occasions. The following information was provided by the initial reporter: it was reported by the distributor that the syringes have illegible printing.